Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -10.00. (B)(4). Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6, -10.00 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was implanted upside down. The lens was removed and during removal from the eye, the lens tore. The lens was exchanged for another lens, same model and similar diopter size. This resolved the problem. Reporter indicated the patient was un-cooperative and sudden movement led to upside down and lens tear during removal of lens. No adverse events reported.

Manufacturer narrative:
Product evaluation found that the lens was returned in lquid in the lens case/vial. Visual inspection found the haptic torn/broken and liquid on lens surface. The previous statement of it being a product problem is incorrect. The correct statement is that there was an adverse event. (B)(4).